Event description:
Country of complaint: (B)(6). Complaint states: needle is broken near the needle thread attachment.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 27 unopened pouches and 1 piece of suture. There are no previous complaints of this code batch which were manufactured (B)(4). There are no units in OEM stock. Received 27 unopened pouches and 1 piece of suture with the needle broken near the needle thread attachment. The needles of the closed samples received were tested for bending strength and the results fulfill the specifications of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).